Event description:
Boston scientific received information that this during the elective procedure to replace this patient's device, this defibrillation lead was exhibiting normal impedance measurements with the implanted device and the pacing system analyzer (psa). However, when the replacement device was implanted, shock impedances were greater than 125 ohms in all configurations. They reconnected the lead to the device two times with no change in the measurements. A commanded shock test was then performed which produced an impedance measurement of 59 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and recommended further lead testing to be performed to ensure the integrity of the lead. The consultant also discussed electromagnetic interference (emi) sources in the current environment and that this new device is more susceptible to picking up emi which could affect the test. The lead remains implanted and interfaced to the replacement device. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating that a revision procedure was performed and it was revealed that the distal pin was loose as it pulled out of the device header with a tug test. The lead was re-inserted into the header and the testing confirmed a good manual shock impedance measurement and successful defibrillation thresholds (dfts). The physician will continue to monitor this patient. This product issue will be updated if additional information is received.